Event description:
I had the essure placed in 2011, and I have had so much pain, bloating, fatigue, headaches, memory loss, blurred vision, insomnia, and the list goes on and on. I cannot live daily in so much pain. The physician who performed the surgery used 2 packs, I have three essure coils in my body, one has embedded into my uterus wall.